Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the device interacted with the difficult anatomy (moderately calcified, mildly tortuous and 90% stenosed) during advancement to the lesion causing the reported failure to advance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion with mild tortuosity in the left anterior descending (lad). Reportedly a 2.80x19 mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a perforation in a vessel, but it was unable to cross the lesion due to the anatomy. The perforation was treated with another graftmaster stent. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the device was received and the analysis revealed that the hypotube was separated in two separate segments. Follow-up was performed with the site; however, while the site confirmed the correct device was returned they were unaware of the separation. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion with mild tortuosity in the left anterior descending (lad). Reportedly a 2.80x19 mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a perforation in a vessel, but it was unable to cross the lesion due to the anatomy. The perforation was treated with another graftmaster stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.